Manufacturer narrative:
During device analysis, the device was able to be interrogated without delay. Further analysis was performed, including thermal and mechanical testing of the device and no anomalies were observed. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of a telemetry issue was not confirmed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While the device was in the box, it was attempted to be interrogated. However, the interrogation was delayed and the telemetry signal was weak even when the wand was pressed against the box in different positions. The signal eventually worked; however, when attempting to save the parameters, it took an extended period of time and an error message appeared stating "an error in the pacemaker software has occurred." Afterwards, the programmer was turned off and interrogated a second time but the issue reoccurred. A new device was used and implanted with no adverse consequences to the patient.